Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. A follow up report will be sent at the the conclusion of the investigation.

Event description:
Customer complaint alleges "when the staff tried to insert the tube in the mask (size 5), the tube got stuck on the mask. The staff tried with a mask size 4, and the intubation was performed properly." Customer reported a delay in intubation. There was no report of patient injury or complication. The patient condition was reported as "fine".

Event description:
Customer complaint alleges "when the staff tried to insert the tube in the mask (size 5), the tube got stuck on the mask. The staff tried with a mask size 4, and the intubation was performed properly." Customer reported a delay in intubation. There was no report of patient injury or complication. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). One lma fastrach single use (su) mask, along with one lma single use et tube were returned for evaluation. The et tube was inserted into the fastrach su. A visual exam was performed on the devices and it was observed that the devices were stained. There was no physical damage found. It was noticed that the et tube was a size 8.0mm inserted into a size 5 fastrach su. Based on the teleflex international IFU, it indicates that the lma fastrach su (all sizes) is compatible with lma fastrach su et tube from size 6 to 7 only. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. The reported failure was method of use by the user as a lma fastrach su et tube, size 8.0mm, was used with a size 5 fastrach su.